Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt's ldh's continued to increase and the pump sounded different. The pt received a pump exchange on (B)(6) 2012 due to pump thrombus.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.